Event description:
A pt underwent an interventional procedure followed by a pre-deployment angiogram (which revealed a high femoral arteriotomy). An angio-seal device was deployed to seal the arteriotomy site; slight oozing was noted. Five minutes post deployment, the pt complained of back pain, became hypotensive and bradycardic with abdominal distention. Atropine and 1 liter of fluid were administered. A CT scan revealed a significant hematoma. The pt underwent surgery where the arteriotomy was noted to be a single wall anterior puncture, which was repaired. The angio-seal device was noted to be inte tissue medial to vessel. The pt was reported to be recovering.